Event description:
It was reported to st. Jude medical that the lead was explanted due to suspected lead insulation failure. An acute drop in lead impedance proceeded by 1-month of aborted therapy for what appeared to be noise was observed. At explant, there were no visible sign of insulation breach but the low lead impedance measurements were confirmed.